Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (09/18/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The products involved with this complaint have not been returned to lifescan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.